Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bariatric procedure. While being firing on the small intestine, the staple line was incomplete. There was blood loss of greater than 500cc's and the operation time was extended 2 hours. The case was completed by over-sowing the staple line. Patient is alive, no injury.